Event description:
During the index procedure the patient had one resolute integrity drug eluting stent implanted in the rca. It is reported that during index procedure a dissection occurred. It was not assessed if the event was related to the study device the patient was discharged five days later.

Manufacturer narrative:
Results: dissection. Conclusions: dissection. (B)(4).